Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right common femoral artery crossover approach, the stent shaft was allegedly found to be broken while the delivery system was retrieved following the deployment of the stent. It was further reported that after retrieval of the stent delivery system, it was found that the distal part of the catheter was allegedly missing and remained in the side branch of deep femoral artery. The current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right common femoral artery crossover approach, the stent shaft was allegedly found to be broken while the delivery system was retrieved following the deployment of the stent. It was further reported that after retrieval of the stent delivery system, it was found that the distal part of the catheter was allegedly missing and remained in the side branch of deep femoral artery. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken off at the distal end, and the distal end including tip and distal 1/4 ring is missing. An indication for a manufacturing related cause could not be found. One provided image demonstrates the system outside patient and matches the condition of the returned sample. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube. An indication for a manufacturing related cause could not be found. In this case the vessel was not tortuous but calcified, the guidewire was running smoothly inside the system, and a force increase was not felt during removal. The lesion was pre dilated, and system compatible 6f introducer was used for access; during deployment, the system was correctly held at the stability sheath, and the user did not experience difficult during deployment action.based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. D4(expiration date), g2, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample is not available for evaluation. One provided image demonstrates the distal end of the system outside patient after the event. The inner catheter cardan tube is protruding the stent sheath by estimated 150-200mm, and the stent is missing both indicating complete deployment. The inner catheter cardan tube is visibly broken at the distal end, and the distal end of the cardan tube including tip is missing which leads to confirmed result for break and detachment of the inner catheter cardan tube. An indication for a manufacturing related cause could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The information for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: 5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire. Regarding insertion and removal difficulty of the delivery system the IFU states: if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together. Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 07/2026), g3. H11: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right common femoral artery crossover approach, the stent shaft was allegedly found to be broken while the delivery system was retrieved following the deployment of the stent. It was further reported that after retrieval of the stent delivery system, it was found that the distal part of the catheter was allegedly missing and remained in the side branch of deep femoral artery. The current status of the patient is unknown.